Event description:
On 9/14/92, this 76 year old patient sustained a comminute ddisplaced t-condylar distal left femur fracture. She underwnt open reduction and internal fixation of the left comminuted displaced distal t-condylar fracture; corticocancellous autologous bone harvest from the left anterior iliac crest; and autologous bone grafting, corticocancellous, to the left distal femur anteriorly and medially. In addition to the plate, screw lag 60 degree (280.60), screw bone 70mm (217.70), and screw conrtical (214.32/1/1, 214.34x2,214.36x1,214.38x1,214.40x1,214.42x1) were utilized.the patient presented to the physician with left femur pain. An x-ray indicated a fatigue fracture of the plate secondary to a nonunion. On 9/7/93, the patient underwent a corticocancellous bone graft harvest at the right iliac crest and open reduction and internal fixation of the nonunion of the left distal fracture with removal of the fractured dcs plate, and reinsertion of a new 10-hole dcs plate, with donation of the corticocancellous bone graft.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.